Event description:
On (B)(6) 2009, the pt was implanted with two gore tag thoracic endoprosthesis to treated a thoracic aortic aneurysm. Prior to the tag implantation, the physician performed an ax-ax bypass procedure. After that, the two tag devices were implanted intentionally covering the left subclavian artery. Shortly after the procedure, the pt developed a spinal cord infarction. A spinal drain was started. On (B)(6) 2009, the pt was discharged from the hosp and transferred to another hosp. The spinal cord infarction was still present on the three and six month follow up appointments. On (B)(6) 2010, the pt died at an unk hosp. It was reported that according to the reporting physician, the death was never related to our devices or procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.